Event description:
It was reported that during a lower leg ischemia treatment procedure, a stent dislodged inside the patient. The lesion was located in the right lower leg. The physician intended to perform angiography, possible angioplasty, stenting, possible endarterectomy and possible patch angioplasty. The express-biliary ld pmtd 8.0x60mm stent detached from the balloon and was dislodged in the common femoral artery. Endarterectomy was performed, with removal of the stent. No pt injuries or complications were reported. The pt status is reported as "unknown." Attempts to gain further information have been unsuccessful. This product is only ous approved, but is similar to a us marketed device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.